Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the fantail, and cut silicone overmold was observed on both top and bottom covers. These are believed to have occurred during revision surgery. In addition, the bottom cover was dented. The photographic imaging inspection revealed cracked conductive epoxy on one of the antenna pins. System lock was obtained intermittently while applying pressure to the bottom cover. The electrode condition prevented some the electrical tests from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connections of some pins. The device passed the mechanical tests performed. The reported complaint of intermittent loss of lock with the device was verified during this analysis. The device was received with cracked conductive epoxy joints and a dented bottom cover. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.